Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study: it was reported that 466 days after a coronary drug eluting stenting treatment procedure, the patient required a target vessel reintervention (tvr). Target lesion 1 was identified in the saphenous vein graft (svg) to the first obtuse margin branch (omi) and was treated with predilatation and placement of a 3.50 x 32mm taxus express2 drug eluting stent. Residual stenosis was 0%. Target lesion 2 was identified in the proximal left anterior descending artery (prox lad) and was treated with direct stent placement using a 3.00 x 12mm taxus express2 drug eluting stent. Residual stenosis was 0%. The patient was discharged one day later on aspirin and plavix. At 466 days later the patient was admitted to the hospital to treat a stent thrombosis and non-q-wave myocardial infarction (mi). In the opinion of the physician it was unknown the relationship to the taxus stent. The patient required a tvr for distal edge restenosis of the prox lad. The prox lad was treated with a taxus express2 drug eluting stent. The patient was discharged three days later. In the opinion of the physician the relationship of the tvr to the taxus stent was unknown.